Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with cystoscopy, posterior colporrhaphy, hysterectomy along with stress urinary incontinence, rectocele, symptomatic vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh revision in (B)(6)2012 due to mesh erosion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..